Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, during deployment, the distal end of the balloon ruptured on calcium located at the lvot/aml. It was reported that approximately 1-2cc were left in the indeflator when the rupture occurred. The team followed protocol removing the commander and the esheath was brought back as far as possible. Then the sheath and commander were removed as a unit and a new 16f esheath was inserted. There was difficulty removing the system at the femoral artery. The femoral artery was damaged and required a surgical cutdown and repair. The transesophageal echocardiogram (tee) echo evaluated the 29mm s3ur and the thv appeared expanded with no paravalvular leak (pvl). No post-dilation was needed. The patient was stable throughout the entire procedure. The right femoral artery was repaired and no residual issues. The patient was discharged to recovery. The device will be returned for examination. Per the report, prepped and delivered to annulus for deployment. The echo mean gradient was 3. The perceived root cause was due to the flared balloon material getting stuck on the femoral arteriotomy.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Update to d9. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 29mm commander delivery system (ds) was returned for examination. A visual examination found that the inflation balloon was slightly umbrellaed over the nose tip, the balloon burst circumferentially and longitudinally, and liner bunching was observed at the distal end of the sheath. Dimensional testing found that the inflation balloon wall thickness met the specification. The reported event of balloon burst was confirmed based on the evaluation of the returned product. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated, "the distal end of the balloon ruptured on calcium located at the lvot/aml". The presence of calcification can create a challenging anatomy for balloon inflation. The reported event of withdrawal difficulties was confirmed based on the evaluation of the returned product. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the product evaluation revealed inflation balloon slightly umbrellaed over the nose tip and balloon burst. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the patient's vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.